Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of access site bleeding is determined to be patient condition because of potential aneurysm in the groin before the placement of impella. Corrections to the initial MDR MFR report #1220648-2024-13197: d4-corrected UDI number. H6 component code changed to 925.

Event description:
The complainant reported that during intervention on a 70-year-old female patient with acute myocardial infarction / cardiogenic shock, the medical staff decided to implant the impella cp after primary puncture from prior intervention. The physician saw that there might be a potential aneurysma spurium in the groin, but the physician decided to implant the impella. The bleeding problem persisted. The physician stated that there was no other option for the patient as the vessel on the other side was too small in diameter. The bleeding event was treated with blood products and light compression next to the repositioned unit. The patient ultimately expired on support.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿